Event description:
The handheld and the software flashcard were received by the manufacturer on 03/10/2015. Analysis of the handheld found no anomalies associated with the handheld when used with the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard software found no anomalies. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician&#39;s handheld had frequent black screens. Frequent troubleshooting was performed and it was reported that the handheld is no longer reliable. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.